Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pain/pain"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid in uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 841536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: mirena from 2010 to 2011. Concurrent conditions included paratubal cyst. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced headache ("headaches/migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloated"). In 2016, the patient experienced tooth disorder ("dental problems"). In 2018, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), sexual dysfunction ("sexual dysfunction"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy laparoscopic with removal of essure devices), surgery (salpingectomy (bilateral)) and surgery (surgery is scheduled). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine leiomyoma, genital haemorrhage, abdominal pain, dyspareunia, sexual dysfunction, depression, anxiety, headache, female sexual dysfunction, migraine, nausea, tooth disorder, dysmenorrhoea, fatigue and abdominal distension outcome was unknown and the pelvic pain, back pain, weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, sexual dysfunction, tooth disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: the essure device was deployed in the right tube with 2 coils sticking out of the right tube, the essure device was deployed in her left tube with 2 coils sticking . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, weight gain, gastrointestinal or digestive system condition type: bloated, other injury(ies) or complication (s) please describe: fibroid in uterus, hair loss were added, patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("pain/pain"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid in uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 841536-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: mirena from 2010 to 2011. Concurrent conditions included paratubal cyst. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced headache ("headaches/migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloated"). In 2016, the patient experienced tooth disorder ("dental problems"). In 2018, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), sexual dysfunction ("sexual dysfunction"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy laparoscopic with removal of essure devices), surgery (salpingectomy (bilateral)) and surgery (surgery is scheduled). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine leiomyoma, genital haemorrhage, abdominal pain, dyspareunia, sexual dysfunction, depression, anxiety, headache, female sexual dysfunction, migraine, nausea, tooth disorder, dysmenorrhoea, fatigue and abdominal distension outcome was unknown and the pelvic pain, back pain, weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, sexual dysfunction, tooth disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: the essure device was deployed in the right tube with 2 coils sticking out of the right tube, the essure device was deployed in her left tube with 2 coils sticking. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), depression ("depression"), anxiety ("anxiety") and headache ("headaches"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia, sexual dysfunction, depression, anxiety and headache outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, pelvic pain and sexual dysfunction to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.